Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer was hospitalized on (B)(6) 2018 with a blood glucose (bg) of 361 mg/dl and diabetic ketoacidosis. Reportedly, the pump was not delivering insulin efficiently due to the occlusion alarms. Bg was addressed with intravenous insulin drips. Customer reported that it took 10 units to fill the cartridge tubing. Reportedly, customer had gastroparesis and was released from the hospital on (B)(6) 2018. Customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.